Manufacturer narrative:
D10 concomitant products: maxij maxij infant oxy sensor mdl max ij x24 (lot#: unknown) maxij maxij infant oxy sensor mdl max ij x24 (lot#: unknown) maxij maxij infant oxy sensor mdl max ij x24 (lot#: unknown) maxij maxij infant oxy sensor mdl max ij x24 (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during use, the sensor displayed abnormal readings, and spo2 values were not shown. The sensor was replaced every two weeks, and auxiliary/support tape was applied during use. Error 10 occurred, but no patient injury was reported.